Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump was not delivering insulin and customer was experiencing high blood glucose. Customer's blood glucose was 447 mg/dl. Customer's symptoms were not thinking clearly, dry mouth, body aches and felt weak. Customer treated with manual injection. Troubleshooting was done. It was found in the alarm history the insulin pump alarmed no delivery and low reservoir. Customer stated that he was not alerted of the no delivery alarms. In performing the high pressure test the insulin pump failed twice. Advised customer the insulin pump would be replaced. Advised customer to discontinue using the pump and revert to a back-up plan per health care provider. No further information provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.